Event description:
The customer reported that he had sensor issues. Customer stated that he got calibration errors and insulin pump went to threshold suspend with large differences between sensor glucose and blood glucose levels. Troubleshooting was done. Customer's blood glucose was 123 mg/dl. The customer was advised that sensors would be replaced. Advised to monitor the issue and call back if further assistance is needed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.